Event description:
Rptr complains that (B)(6), died at (B)(6) hospital after a urinary embolization procedure. She said, the pt was not a candidate for this procedure because the tumor in her uterus was only 20cm and the doctor did not follow protocol. Before and during procedure, pt had no translator and the hospital discharged her with no f/u. When she returned with complications, she was denied readmission and referred to smaller hospitals. Hospital did not file any report on pt and rptr said pt was poked more than once. She demands a full investigation into the matter by the FDA.